Event description:
It was reported that during a spinal posterior fixation procedure while attaching the crosslink to the rod, the set screw broke during insertion. The set screw was replaced without add'l complications.

Manufacturer narrative:
(B)(4). Analysis of the returned device found the tip of the setscrew broken at the first thread. No pre-existing defect was found at the level of the breakage. The breakage is consistent with an overload applied to the setscrew during tightening. The origin of the over-loading was not determined. A review of the device history records for this device did not reveal any non-conformances to spec or deviations in procedure which might contribute to the reported event.